Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. A review of download data confirmed that the monitor failed a pulse test during the distributor evaluation. The cause for the pulse test failure was isolated to pca connectors j1002, j1003, and j1000. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.